Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock controller board. The system operates as intended.

Event description:
It was reported that the system displayed "eeprom error" when the fluoro switch was pressed causing the operator to have to reboot. There is no report of injury or death associated with the event described in this complaint.